Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the reportable event of additional device required to remove the detached guide catheter.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, while attempting to release the stent, the gray internal system failed to slide along the guide wire. When force was applied to facilitate the release, the system collapsed and broke. There were no patient complications reported as a result of this event.